Event description:
It was reported that the jeti thrombectomy 8f kit was prepared but was not holding suction. It was sucking air. The catheter was not yet in the patient when this occurred. Another jeti 8f kit was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device component of this jeti thrombectomy 8f kit is filed under a separate medwatch report number.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported details suction failure cannot occur due to malfunction of the pump set. The cause of the difficulty cannot be determined. In this case, the suction problem may have been related to set up issue, however, this cannot be confirmed.